Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve and after the device was sutured into place, the cinch mechanism would not work. The device was explanted and successfully replaced with another bioprosthetic valve. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve holder remained attached to the valve but appeared to have been partially pulled and separated from the sewing ring. The rotor remained intact. The valve holder was open and intact. No evidence of damage on the valve holder and/or rotor. All suture tips were jagged not smooth, indicating they were broken rather than cut. The break surface of each tip appears consistent with historical events that indicate the valve holder was over-ratcheted. Necking or reduction in diameter was noted adjacent to the break. The rotor was removed from the valve holder; intact. The sutures appeared curled showing evidence the sutures were wound around the rotor. Note: the tips of the sutures that remained attached to the rotor showed the same jagged break surface. Conclusion: based on the observation of the suture tips, it confirmed that the sutures broke during the ratcheting process. After the inspection of the suture tips, in order to determine whether the cinch holder was activated prior to breakage of the suture, the white rotor was removed from the blue holder. It was observed that suture appeared to be wound around the rotor. During the ratcheting process, as the rotor is turned in a clockwise direction, tension is applied on the ratcheting suture which results in it getting pulled into the legs of the holder to deflect the stent posts. This pull results in the suture winding around the rotor. A review of the device history record (DHR) was also performed for this valve, there were no non-conformances identified in manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on analysis of returned product and DHR review, the likely cause of the event is due to the customer over ratcheting the cinch mechanism. Per mosaic IFU, it cautions ¿the suture used to defle CT the stent posts may break if the handle is over tightened.¿ the event was happened prior to implant and no other adverse effects were reported. Ratchet/deflection suture breaks during use is a known failure mode and is addressed in the current risk management file. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the physician indicated that the cinch mechanism of the device broke while the device was being prepped. The device was never implanted. The device never contacted the patient. No adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.